Event description:
It has been reported to philips that the wireless footswitch was having connection problem during an examination. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to the information collected, the wireless footswitch did not work during a planned procedure. The procedure was completed using a wired footswitch. A philips engineer inspected the system onsite and reset the wireless footswitch base station and re-paired the base station to the wireless footswitch which solved the problem. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). An attempt was made by philips to obtain patient information but the customer refused to provide it. Corrected data: updated codes based on investigation.